Event description:
Related manufacturer reference number:2017865-2022-48866. It was reported that the patient presented for a scheduled procedure. Prior to the procedure an interrogation was performed and it was discovered that the right atrial lead and the right ventricular lead exhibited noise. Programming changes were performed on the leads. The patient was in stable condition.